Manufacturer narrative:
(B)(4). Correction: catalog # changed from sgc0301 to sgc0302. Evaluation summary: all available information was investigated and the reported steerable guide catheter (sgc) leak was not confirmed. The returned device analysis was unable to confirm a leak. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc) leak requiring aspiration. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted with no issue. The second clip delivery system (cds) was advanced to the ventricle and ready to grasp when air was noted in the steerable guide catheter (sgc) and loss of fluid column was noted in the hemostatic valve. Aspiration was performed; however, the air remained. The sgc and cds were removed and the procedure aborted. The mr was reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.